Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of an over infusion could not be confirmed or reproduced. The device was found to be within specification of the reported symptom. The unit was tested using the parameters during the last vancomycin infusion (200 ml/hr for 200 ml) with the unit passing.

Event description:
It was reported that a device may have possibly over infused. When the biomed turned the device on pump had a vtbi of 88.1 and it had infused 112, suggesting a possible over infusion.